Manufacturer narrative:
The device was not returned for evaluation and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had air in the transfer set. This was observed during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted the caregiver in ending therapy. Proper procedures per the user manual were reviewed with the caregiver. New supplies were used with no further issues noted. There was no patient injury or medical intervention associated with this event. No additional information is available.